Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali vena cava filter products that are cleared in the us. The product classification code for the denali vena cava filter product is identified in d2. Of the two reported malfunctions, two lot numbers were provided and lot history reviews were performed. One sample was returned for evaluation and the second sample was not returned. One malfunction is confirmed device difficult to operate and deformation problem. The investigation for another malfunction is inconclusive for failure to expand as no objective evidence was provided. A definitive root cause for this event is unknown. The devices were labeled for single use. H10: g4 h11: g1, d1, h6(result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of reported information indicates that model dl950j, vena cava filter, allegedly experienced an activation failure. This information was recieved from multiple sources. These malfunctions involved patients with no consequences. One patient was reported as an 80 year old female weighing 70 kgs, the second patient's age, weight, and gender were not provided.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the denali vena cava filter products that are cleared in the us. The product classification code for the denali vena cava filter product is identified. Of the two reported malfunctions, two lot numbers were provided and lot history reviews will be performed. One sample was returned for evaluation and the company is still investigating the issue at this time. The second device was not returned, therefore the investigation is inconclusive for the alleged activation failure. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of reported information indicates that model dl950j, vena cava filter, allegedly experienced an activation failure. This information was received from multiple sources. These malfunctions involved patients with no consequences. One patient was reported as an 80 year old female weighing 70 kgs, the second patient's age, weight, and gender were not provided.